Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of dilator hub separated is confirmed. Upon visual inspection, the dilator hub was separated and not attached to the dilator body. The root cause is manufacturing related. A non-conformance has been initiated to further investigate the issue. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk.

Event description:
It was reported that the sheath was inserted with the sheath introducer. Upon removal of the sheath introducer, it broke off inside of the sheath. The user had to remove the entire sheath with the introducer stuck inside. They grabbed a new sheath off of the shelf and continued with the procedure. Patient condition is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sheath was inserted with the sheath introducer. Upon removal of the sheath introducer, it broke off inside of the sheath. The user had to remove the entire sheath with the introducer stuck inside. They grabbed a new sheath off of the shelf and continued with the procedure. Patient condition is stable.